Event description:
It was reported that both bone screws being reported (product numbers 5020906 and 5020904) were kept in the facility's biopsy tray. The surgeon was securing the cannula to the cranium. The surgeon was attaching a burr hole cover (product # 5334510) using product # 5020906 to cover the defect. The head of product # 5020906 detached from the body of the screw. The surgeon then tried using product# 5020904, and the head of the screw detached from the body of the screw. The surgeon proceeded using regular neuro set. The sales representative was not there during the case, but he did confirm that mini-plating screwdriver blade 60-20140 was being used during the procedure. No adverse consequences nor significant delay were reported.

Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. The metallurgical investigation shows that the screw broke as a result of too high torsional forces in forced rupture mode during the turn out. The fracture surfaces show the typical flow structures of a ductile torsional breakage. A contributing factor to the failure could have been a very hard bone. The IFU recommends to drill a pilot hole in such cases to facilitate insertion. Furthermore, the plate that was used in combination with the complained screws is part of the universal neuro 3 system. The IFU states that universal neuro iii implants, instruments and accessories are produced and designed to be used together. The inner diameter of the plate holes is 2.2mm and the diameter of the complained screw is 2.0mm. The gap between the plate hole and the screw thread is very small and it is very difficult to turn-in the complained screw into the plate holes without abrasion / collision between the flanks of the screw and the lip of the plate. Most likely these predamages occurred and caused the breakages. Therefore the plate should not have been used with the complained screws. Summarizing the investigation the failure mode (intraoperative screw fracture) can be attributed to a user related event in terms of a misuse/off-label use. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that both bone screws being reported (product numbers 5020906 and 5020904) were kept in the facility's biopsy tray. The surgeon was securing the cannula to the cranium. The surgeon was attaching a burr hole cover (product # 5334510) using product # 5020906 to cover the defect. The head of product # 5020906 detached from the body of the screw. The surgeon then tried using product# 5020904, and the head of the screw detached from the body of the screw. The surgeon proceeded using regular neuro set. The sales representative was not there during the case, but he did confirm that mini-plating screwdriver blade (B)(4) was being used during the procedure. No adverse consequences nor significant delay were reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.